Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched display window cover, scratched case, peeling keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Data analysis: (date of customer passing: 23.02.2019) the formatted history file lists data from (B)(6) 2018 to (B)(6) 2019. There was no data listed on (B)(6) 2019.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2019. The customer was hospitalized on (B)(6) 2018 due to broken hip, kidney fails and lung infection. The cause of death was organs stopped working. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not wearing insulin pump at the time of death. Insulin pump was returned for analysis.